Event description:
It was reported that there was a white particle floating in the small volume intermate. The particulate matter was identified after the device was filled with caspofungin, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed a white floating particle in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.